Manufacturer narrative:
A shipping tube and pre-paid mailing label have been sent to the hosp. A supplemental report will be submitted upon receipt of sample and completion of the investigation.

Event description:
The catheter had been indwelling for ten days. The clinician flushed the catheter and leaking was identified at the insertion site. The clinician removed the dressing and found that the catheter was broken about 1.5cm below the statlock and 20cm of catheter tubing was left in the pt. An x-ray, CT and echo was performed as well as a venous cut down. The catheter was unable to be located in the pt. The customer wanted to know if the catheter was radiopaque. A letter was sent to the reporter stating that the bd first midcath catheter is radiopaque.